Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that, during a colonoscopy procedure which was both therapeutic and diagnostic in nature, the evis lucera elite colonovideoscope's flow rate was low from the air/water nozzle, the image produced was cloudy and the insertion section's angle was out of specification. The procedure was completed using the same set of equipment. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During examination, the device was found to have foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, it was unknown whether the customer flushed the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned for evaluation. During examination, the device was found to have foreign material in the air/water nozzle, which contributed to the reported flow rate problem. In addition, the device was found to have a cracked and scratched lock-engagement lever causing incorrect operation of the insertion section; a damaged charge-coupled device; a damaged and scratched up/down knob that had noisy operation, excessive play and an incorrect angle in the up direction; a scratched right/left knob; a cracked light guide lens; a scratched distal end cover; a scratched scope connector; a scratched universal cord and universal cord protector; a scratched control grip; a scratched scope connector cover; a scratched switch box; scratched switch button 3 and switch button 2; peeled paint on the suction cylinder; a scratched lock engagement lever knob; a scratched, corroded and discolored control unit; a chipped bending section cover; a scratched distal end cover; and a scratched connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.